Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and experienced cardiac failure. The report indicated that at the end of the afib case, the patient's statistics (stats) were low, along with low blood pressure. The patient was diagnosed with acute biventricular failure at the end of the case. The acute biventricular failure was confirmed using transesophageal echocardiogram (tee). The patient was confirmed to have no pericardial effusion with the tee. The patient was moved to intensive care unit (ICU). The last known patient status was stable. Prior to ablation procedure, at the beginning of the afib case with rapid ventricular response (rvr), the patient was cardioverted and the procedure was completed with a qdot micro catheter. The physician¿s opinion on the cause of this adverse event was that it was due to the patient¿s afib with rvr and cardioversion and did not think that it had anything to do with a biosense webster inc. (Bwi) product that was used.